Event description:
It was reported that the patient underwent "posterior lumbar interbody fusion at l5-s1 using interbody cage with rhbmp-2/acs with ceramic granules and local autogenous bone graft with bilateral pedicle screw instrumentation and posterolateral fusion at l5-s1. Interbody fusion was accomplished from the right side through the tlif approach. The bmp product was used by applying it to the sponge and then combining it with the ceramic granules product. The bmp product was also placed in the medullary portion of the interbody cage. The appropriate sized cage was measured, selected and packed with the bmp prior to being inserted. Interbody cage device was placed at level l5-s1 followed by bilateral pedicle screw instrumentation without complication." On post-op day 1 patient "developed acute abdominal distention, upper abdominal pain and some right lower chest pain and subscapular pain. He has had no cough, no arrhythmia. No cardiovascular instability. No change in his blood pressure or pulse. He does complained about some difficulty breathing. Of note in his past history is that he is diabetic with hypertension and hypercholesterolemia. He was apparently recovering well until today when he noted shortness of breath with some discomfort with deep inspiration. The patient also was noted to have marked abdominal distention. CT scan revealed evidence of dilated loops of bowel and a markedly distended bladder. Foley catheter was placed with some relief of his symptoms. He is currently having an ng tube placed and is to be transferred to telemetry. He has a history of cigarette use, discontinued in his early 30s. He has no prior history of asthma or chronic obstructive pulmonary disease. He has a history of diabetes, hypertension, hypercholesterolemia. There is no prior history of mi or coronary disease. The patient denies nausea or vomiting. He denies having a bowel movement of late. [This] patient most likely has urinary retention and ileus perhaps related to narcotic medications that he has been receiving for pain." A CT scan indicated "mild air dilated small bowel without definite obstruction, likely representing mild early ileus. Incidentally noted is a small bowel diverticula without peridiverticular inflammatory changes." A portable chest x-ray indicated "there are no infiltrates or pulmonary masses identified." On (B)(6) 2009 "patient is 2 weeks status post of fusion l5-s1. He has no leg pain but does have back pain from the surgery, which is getting better day by day. The pain is also noticed in the right buttock with sitting. The wound is healing well. X-rays, ap and lateral of lumbar spine taken on (B)(6) 20/09, show good position of bilateral pedicle screws l5-s1 with interbody cage." On (B)(6) 2009, the patient presented for follow up. Per the physician's notes, "he states that all of his pre-operative leg symptoms are gone, however, he still has low back pain equivalent to what he had pre-operatively. He is more active and is moving better but still has pain." On (B)(6) 2009, "patient is slowly improving with time. He is off all medications and he is doing physical therapy. The pain is just in low back without any leg symptoms unless he is doing extensive activities. X-rays of the lumbar spine, ap and lateral, taken yesterday show good position of hardware without change. It does appear that he is forming a fusion laterally on the left." On (B)(6) 2010, "there is no fracture or dislocation seen on x-ray. The patient is status post fusion in the lower lumbar region there are several screws seen in place at the ls-s1 level. There is no change comparing this with a previous study done in (B)(6)." On (B)(6) 2010, one year "status post lumbar fusion. He is improved compared to his pre-operative condition, but still having too much pain to return to work. His pain is at level 5-6 in the low back and level 3 for the neck. There are no significant leg symptoms." On (B)(6) 2010, MRI for chronic neck pain, stiffness, work related injury 2007, increasing severe neck pain radiating into bilateral arms with numbness and tingling, status post cervical fusion in 2008 at c5, c6 and c7. On (B)(6) 2010, "one and half years from surgery and does have some low back pain to the left of the incision, which is aggravated by lifting and bending. He finds that if he is standing more than 4 hours this pain becomes severe. This is a different pain than he had pre-operatively. He also has intermittent bilateral leg pain down to the toes. He also has 3 months of neck pain and spasm with some associated numbness and tingling in both hands affecting all fingers. This occurs when he elevates his arms, such as putting his hands on the steering wheel. He also has bilateral positive phalen test producing numbness into the fingers." On (B)(6) 2012, patient "presents for an ER follow up for left forearm injury. States he was unloading supplies from the back of a truck when his wife hit the gas and his forearm jammed into the back of the truck. Went to the ER, x-rays negative, placed in a cast." On (B)(6) 2012,"patient begins to feel dyspnea. He gets very anxious. Believes lower extremity (le) mildly more swollen. Denies fevers, chills, chest pain or palpitations, headaches, dizziness. States had been on ativan, ran out." On (B)(6) 2012, patient "presents for a hospital follow up visit. Recently admitted, diagnosed with pneumonia, completed antibiotics. States breathing much better since hospital discharge. History of diabetes continues: current medications including insulin, has not completed labs previously ordered, will complete and rto in 2 weeks to review results. History of hypertension, continues medications. History of back discomfort, controlled on pain medication. History of anxiety, states has not taken medication in the past month and is experiencing worsening anxiety symptoms and panic attacks. No specific somatic complaint today."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that only select parts of rhbmp2/acs kit (i.e. Only the rhbmp2/acs and collagen sponge) were used via a posterolateral approach and a transforaminal lumbar interbody fusion. He rhbmp2/acs collagen sponge was placed outside the cage(i.e. In the posterolateral gutters). Post op, patient complained of worsening pain in the low back with associated pain, and radiculopathy in the lower extremity. Patient continues to experience severe chronic low back pain. He suffers from anxiety and depression as a result of his pain. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that the patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was unable to sit, stand or walk for any extended period and had pain even when lying down. The patient had difficulty urinating.

Manufacturer narrative:
(B)(4) (leg pain, disc herniation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: patient presented with following pre-op diagnosis: degenerative disc disease l5-s1 and traumatic disk degeneration l5-s1 .procedure: posterior lumbar interbody fusion l5-s1 using interbody cage device with rhbmp-2 product with bone graft and local autogenous bone graft with bilateral pedicle screw instrumentation and posterolateral fusion posterior lateral fusion l5-s1 and decompressive lumbar laminectomy of l5-s1 with 360 degree fusion using microscopy, fluoroscopy and intraoperative monitoring. Per-op notes: bmp product was placed in the medullary portion of the interbody cage. On (B)(6) 2009: patient underwent CT stone protocol. Impression: status post level of l5-s1 laminectomy and pedicle screw placement with air seen within the epidural space and tiny droplet of retroperitoneal likely postoperative in nature recommend clinical correlation. On (B)(6) 2009: patient presented with low back-pain, right buttock pain (B)(6) 2010: patient present for an office visit post 1 week of lumbar fusion with too much pain to return to work. On (B)(6) 2010: patient underwent MRI of thoracic spine. Impression: bulging of the annuli at the t7-8 and t8-9 levels, there are small/ shallow central disc protrusions at the t6-7 and t7-8 levels. On (B)(6) 2010: patient underwent MRI of cervical spine. Impression: status post anterior fusion from c5-c7. No disc herniation or significant central canal narrowing is seen at any level. There is bilateral formaminal stenosis from uncovertebral spurring at c3-4 c4-5 and c5-6 and mild left foraminal stenosis from uncovertebral spurring at c7. There is mild posterior bony proliferation to the right of midline at c5-6 which indents the thecal sac without significant central canal narrowing. On (B)(6) 2010: patient presented with different pain. Bilateral leg pain down to the toes. Numbness into the fingers, neckpain. On (B)(6) 2011, (B)(6) 2012: patient presented with diabetes mellitus, hypertension, acute renal insufficiency, mixed hyperlipidemia, anemia, anxiety, esophagitis, lowbackpain, acute sinusitis on an office visits. On (B)(6) 2012: patient presented with pain in both feet, hip down to his legs. On (B)(6) 2013: patient underwent MRI of right shoulder. Impression: interval development of articular sided partial tear infraspinatus and significant fraying supraspinatus. Diffuse capsular scarring extending to the anterior rotator interval. This can be seen in adhesive capsulitis. Superior labral tear. Intercal progression from prior exam. Persistent subscapularis tendinopathy.